Manufacturer narrative:
(B)(4). Strips evaluated produced lo readings. Most likely root cause is black chemistry due to improper storage. Investigation completed on 10/13/2015.

Event description:
Customer called complaining that yesterday, he opened a new box of test strips and noticed that vial was open. Customer states that he attempted to use the strips but neither one of the 7 to 10 strips he used worked.